Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. There were no patient consequences.

Event description:
New information indicates that post-paced t-wave oversensing (pptwos) reoccurred on the implantable cardioverter defibrillator (ICD). No intervention was performed. There were no patient consequences.